Event description:
The lay reporter contacted lifescan on 10/5/05 alleging that the meter would not power on. Medical affairs specialist (mas) spoke to the lay user/ pt's wife on 10/6/05 and obtained/ verified the following information: last friday in 2005, the pt felt sweating, trembling, coldness, headache and felt nausea, he tested his blood glucose several times and obtained various readings; however, the pt nor his wife recalls the readings on the meter. He ate a snack after attempting to use the meter and contacted the physician and was advised to come to the office. At the physician's office he was tested and received a 134 mg/dl. His physician advised him to reduce his glycophage from three pills a day to two pills a day. The pt was not treated at the physician's office. The following month, the pt tried to test his blood glucose all day and the meter was not powering on. The pt did not seek medical attention or contact his physician due to the power issue. The pt did not have a replacement battery for replacement. Customer care agent (cca) sent the pt a replacement meter, strips and control solution.